Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter had missing segments in the meter display. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mas) was unable to obtain add'l info from the pt. The pt said the alleged product issue started on two weeks earlier. The pt reported taking increased insulin as a result of the reported issue. Info was not provided regarding the specific results the pt interpreted on the reported meter. The pt was not tested with another device. At an unspecified time after the product issue began, the pt said her body felt low; her specific symptoms were not provided. No info was provided regarding any self-treatment action the pt took in response to having symptoms. She denied receiving medical intervention because of the reported issue. The cca noted that the meter display was half blacked out. The pt's products were replaced. The complaint is reported because the pt alleges segments were missing from the lfs meter display; half of the meter display was blacked out. The pt claims she took increased insulin and afterward felt low symptoms.